Manufacturer narrative:
1. DHR/bhr review (lot#4199365): 1) this batch of products were assembled at intima ii auto line 4 in aug 2024 and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned two photos but did not return the complaint unit. The photos show that for the 20g item, the extension tube is damaged. 3. Functional test (45psi leakage test) was conducted on a retained sample of the complained batch. The test passed, and no abnormality was found at the extension tubing. 4. Sku# 383012 is an intima ii product (pvc extension tubing), clinically used for peripheral intravenous infusion. If the injection speed is too fast or the pressure is too high during drug bolus administration, the extension tube of this product may rupture. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photos show that the extension tube has ruptured, but as the complaint unit was not received for further inspection and analysis, the root cause of this complaint cannot be determined. The plant will continue to monitor and perform trend analysis on such defects.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient underwent a contrast-enhanced CT scan today. The catheter remained patent during placement. However, the needle site ruptured during the injection of contrast agent, resulting in the inability to complete the examination. Additional information: 1. A power injector was not used. 2. Leakage occurred because of the extension tubing rupture. 3. Clinical staff were not exposed to blood/body fluids/hazardous substances with protection in place.